Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch #: unknown. This is an evaluation of an image sent by the account. Image: this image appears to be a harmonic device with the blade tip broken off. Image: this image appears to be a harmonic device with the jaws closed and the blade tip broken off can be appreciated. Image: this image seems to be a plastic container with a piece of what appears to be a tip of a blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a ectopic pregnancy and endometriosis procedure the tip of the active blade broke and fell into the patient. The residue fragment was completely removed. The procedure was delayed for 5 minutes. There were no patient consequences.